Event description:
The customer reported that they had 100ml cassette each day rejected due to particulate matter. Both contains 5 fu. Per reporter, there was no patient involvement. Evaluation of the returned device was confirmed the loose particulates found within the cassette.

Manufacturer narrative:
H3/h6: a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. Two used devices from the same lot were returned for investigation. The devices were visually inspected. There was a particulate matter (pm) found in fluid path (ifp). Both samples fail product specifications due to presence of: - loose pm found ifp and the complaint of debris in the cassette can be confirmed due to the loose particulates found within the cassette. The probable cause is unknown.